Event description:
The customer reported that the sys displayed a chessboard pattern on both monitors. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.